Event description:
Consumer has ms and she says that she was receiving her 4th plasmapheresis treatment, while being hooked up to the machine, when her friend, who accompanied her, noticed that the machine's display appeared "like a lava lamp." The usual color , she says, is red & yellow, but on this occasion there was no yellow but solely full of red/blood. There were no alarms and after finally getting the attention of the medical staff, the machine was turned off. Consumer states that her blood had hemolyzed and despite what had occurred on that day, she was sent home very sick and told to expect to urninate "tea colored urine." Reporter/consumer states that her urine was actually "coffee ground" in color - so she went to the emergency room approx 4 hours later by car. In the ER she was noted to have a bp of 181/108 & a temperature of 101.8 degrees f. She was admitted, following a fluid hydration that had been accompanied by 8 to 9 failed IV sticks and was diagnosed with "kidney failure." The following day she was discharged home and the next morning (monday) she was due to return for lab work. However, she found herself extremely weak with vomiting. She was re-admitted following a 5 hour wait. She spent 6 days in the hosp, during this admission with the diagnosis of "acute kindney failure." Things are better now. She received help during her rehab by her parents assisting and treatments by injections by her oncologist to stimulate her bone marrow. She would also lke to report that a new diagnosis of aortic atherosclerosis of the heart was found incidentally, during her latest admission. States unsure of any connection.